Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h12f21058 and h12g09010, with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed for potentially associated lots h12l13070; h12e03041; h12c30049 and h12e29053 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
It was reported that a patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient began treatment with unspecified antibiotics. Ten days later the patient was hospitalized for not responding to the antibiotic treatment and having cloudy effluent. The pd catheter was removed and the patient was switched to hemodialysis. During the hospitalization, the patient was also diagnosed with pneumonia. The outcome of the peritonitis and the pneumonia were unknown. Ten days later the patient died. The peritoneal dialysis nurse (pdrn) reported that the cause of death was sepsis due to multi-organ failure. The pdrn stated that the source of the sepsis was unknown. No autopsy was performed.